Event description:
It was reported that a patient underwent an atrial flutter right (r-afl) procedure with a navistar thermocool and an irrigation issue (device used in patient) was observed. During the procedure, the physician wanted to flush the catheter between mapping and before ablating. At that time, flushing could not be done as the catheter seemed occluded. We have tried to disconnect the tubing and this caused a characteristic sound of pressured tubing being opened. The physician tried to manually flush with a syringe but it did not work either. Tubing had been tested alone and was not occluded. The catheter has then been changed, which solved the problem. This situation caused a delay of 5 minutes in the procedure. No patient consequence reported.

Manufacturer narrative:
(B)(6). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).